Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e foreign matter was observed. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: this is a complaint about foreign substance.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6) university.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e foreign matter was observed. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: this is a complaint about foreign substance.